Event description:
Additional information: it was stated that about 7-8 months after her surgery patient picked up a fallen family member and her stitches pulled out. The healthcare provider (hcp) couldn't find the pump port to refill. In (B)(6) 2011, hcp used a mesh pouch and secured the device as reported previously. For six months after this surgery, patient had swelling that needed to be drained and infection (seroma reported previously). It was finally decided in (B)(6) 2011 to do an explant. Per the patient's management follow-up hcp the pump was floating around when removed. It was noted that the pump was "wonderful and worked well". Per the hcp the drug delivered was "mso4", cause of the event was unknown, specific explant date was unknown, signs/symptoms were unknown and the event was noted as a non-serious injury/illness. Patient had planned to be re-implanted in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient lost a lot of weight, the pump became loose in her belly and the pump was revised with a mesh pouch. When the mesh pouch was placed she developed a distended belly and fluid had to be drained regularly for six months. At one point, the patient reportedly, had "such a reaction" to the pump and was curious as to what the pump consisted of. Since, the patient had a pump placed by a different surgeon on the opposite side of her body and it was working ¿great.¿

Event description:
The pt's physician reports a confirmed flipped pump. The pt had a persistent pocket seroma, despite revising the pump, putting it in a pouch, and having the pt wear an elastic band. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.